Event description:
The customer reported that the rex numbers were coming out as ¿1¿ when making exposures. They also said the images are very slow and bad in appearance. They believed that the problem appeared to be related to a broken ferrite coil. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by cannon healthcare solutions USA. The service rep replaced the ref pc board and the sensor cable. He performed the calibration and self-tests, and all functions met specifications. (B)(4).